Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not recieved yet.

Event description:
There was no patient involved/ electrode wire found to be disconnected upon receipt.

Manufacturer narrative:
The device history records for the pad-pak lot was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The pad-pak was manufactured as part of a lot of 200 on the 14th august 2017. All pad-pak¿s were tested on the (B)(6) 2017. 176 pad-pak units were dispatched to adiemed on the (B)(6) 2017. Upon receipt of the returned pad-pak, the sternum electrode cable was observed to be disconnected from the pad-pak, confirming the reported fault. Upon further investigation it was noted that the wire had been completely removed from the crimp within the sealed battery tray. This would indicate the wire had been subject to a significant external force (i.e. A pulling motion). It was also noted that the apex electrode cable was longer than when compared with a known good pad-pak, and there was evidence to suggest that excess cable had been pulled out from the sealed foil pouch. This is further evidence that the electrode cables had been subject to a significant external force. Further evidence of pad-pak mishandling was observed on the pad-pak plastics. Upon visual inspection, one of the plastic wings was observed to be damaged and failing to spring back to position correctly. 100% of all pad-paks manufactured have electrode testing completed during pad-pak final test as per h017-014-401. This type of failure would have been identified during this testing. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved/ electrode wire found to be disconnected upon receipt.